Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Despite trying different wall adapters and charging cables, the issue persisted, and technical support decided to replace the pump. Customer expressed interest in obtaining an out-of-warranty loaner pump as a temporary solution.